Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire would not come out of the left ventricular (lv) lead once it was in position. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.